Event description:
The customer contact reported air in the tubing set distal to the filter. The tubing set was being used to deliver 1440ml of tpn for a duration of 12 hours. After an unspecified length of time in use, the homecare patient noted air in the tubing set distal to the filter and notified the user facility. The homecare patient was instructed to reprime the tubing set and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).